Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the pacing lead the white silicon anchoring sleeve was missing. A sleeve from another lead package was used and the lead was implanted successfully. No patient complications have been reported as a result of this event.